Event description:
On (B)(6) 2009, patient reported she was in the process of changing the insulin cartridge and unintentionally pulled the insulin cartridge out. She said that very little insulin actually spilled in the infusion device's cartridge chamber and it was not enough to pour out. Had patient return the piston rod and then had her push it back up to zero. Had her squeeze the bottom of the empty insulin cartridge and try to unscrew the insulin cartridge. She stated she was still unable to remove it. Had her dry the cartridge and try again; still she was unable to remove it. Advised her to attach the protective cap to the insulin cartridge to create some suction; she tried again and that still did not help. Assisted her with setting up the backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On call back on (B)(6) 2009, patient reported she was able to successfully remove the plunger.

Manufacturer narrative:
No product will be returned for evaluation.